Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a beep anomaly. The customer stated the insulin pump was beeping quietly at least three times a day without an alert or alarm. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the beeps started occurring every 15 minutes. The customer also stated she had a new insulin pump that showed a missed bolus alarm. The customer was advised the beeps were likely from the new insulin pump and that she should use the new insulin pump and monitor the issue. The product is not being returned. Nothing further was reported.